Event description:
It was reported that a cartridge alarm 30 occurred, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge using proper techniques, and the customer successfully resumed insulin therapy. The issue was resolved.